Event description:
A customer reported the glidescope video monitor turned off during use while attempting an intubation. It was further reported that the device was turning off and on while inserting the laryngoscope into the patient's airway. The procedure was completed using a backup device which was made available in less than one (1) minute. No delay in procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope video monitor was not returned to verathon for evaluation, therefore the cause could not be determined. Based on follow-up communication with the customer, it is unclear if the reported issue was related to an intermittent power-management failure or an intermittent loss of video signal while the device remained powered on. Despite multiple attempts by verathon, the customer has been unable to confirm any additional information with the end user. Review of complaint history for the reported device serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope video monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.